Event description:
After using the mobile, the mobile light went red as the x-ray technologist was backing out of a patient's room. The x-ray technologist re-docked the tube in an attempt to reset the mobile machine, and headed back to the department with the mobile driving in "turtle" mode and the tube head light showing red. While returning back to the department, mid turn the mobile went full speed uncontrollably in reverse and slammed into the wall.

Manufacturer narrative:
Evaluation has begun and users are being notified of the problem.